Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. There was nothing unusual noted about the supplies. The home patient (hp) cycled the power to clear the alarm and removed the cassette. The hp was advised to contact their registered nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. Additional information was requested and is not available.